Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: review of the pump history revealed that the pump had been delivering the programmed basal rate until (B)(4) 2018. The total daily dose amounts at the time of the patient¿s medical treatment on (B)(6) 2018 was accurate. There was evidence of moisture corrosion in the battery compartment. When corrosion was removed from the battery compartment terminal, the pump was able to be powered on. Investigation and accuracy testing did not duplicate a delivery issue; moisture corrosion was confirmed in the battery compartment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 28mmol/l, with nausea, unsteadiness when standing and walking, severe headache, blurred vision, polydipsia, polyuria, abdominal pain, symptoms of dehydration, and ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient was treated in the emergency room with nausea medication, insulin via pump, and insulin via injection, by their healthcare provider. The patient resumed treatment with the same pump with no further reports of blood glucose excursions. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider believed the pump was the issue and advised the patient to discontinue pump use and use insulin injections. The patient's mom believed there was nothing wrong with the pump. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.